Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary based on the investigation findings, the potential root causes of the failure modes reported were attributed to the followings causes: landing zone separates from wafer ¿ ats #1 and cassco semiautomatic #2 1. Method: the pi21-122 does not specify the change time of the teflon which is a fundamental tooling used in this line. The deterioration of this tooling, can cause a bad welding, generating with it the failure mode reported. 2. Method: the process to stablish the depth of the weld is not defined at cassco semiautomatic 2 line. It was confirmed that if the weld depth is not set correctly, the defect can be generated. 3. Method: at cassco semiautomatic #2 line, the adhesive wafers are placed manually in the open solder fixture where the landing zone is welded. If the operator placed the wafer not perfectly aligned the unit can present a decentralization of the landing zone and the welding was not performed totally uniform. 4. Machine: the landing zone can move inside the supertrak pallets due to the vibrations of the machine and at the time of being welded, and as a result the landing zone is decentralized and the welding is not performed evenly. Leak between mass and flange / flange separates from wafer & tape collar separates from wafer ¿ ats #2 1. Machine: it was confirmed that the verification of this tooling is considered during the monthly pm, however with this frequency for revision, it is not possible to detect on time the deterioration of this tool. In addition, through the CAPA plan tw#(B)(4) corrective and preventive actions will be performed, in order to mitigate the opportunities for improvement of the ultrasonic welding process for the ats #2. Delamination of the mass layers ¿ elc #5 and elc #6 for this failure mode, a review of the applicable documents and batch records were performed, and no discrepancies were found. The defect as reported in the photos received by customers, could not be replicated. In addition, other images received show that the product was used by the customer and we can not confirm with certainty that the defect reported was caused by an opportunity in our manufacturing process. However, this type of event will be continuously monitored and reviewed for track and trending. Corrective / preventive actions will be taken for each factor identified and will be covered through a CAPA plan. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that within 24 hours wear time, the mass separated in pieces and all that appeared to be left in one spot was a clear piece of plastic like material. She usually changed her wafer every 10-14 days and used water to cleanse her peristomal skin. Her colostomy measured 25 mm, her stoma protruded 13-25 mm and was irregular in shape. She did not wear an ostomy belt, wrap or abdominal binder. She did not rinse her pouch out with anything while the pouch was on but did use a paper towel to cleanse around her peristomal area when she took the pouch off to rinse it out.